Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact on the customer's blood glucose level. The customer discovered that the pump began charging while on the phone with technical support using the original charging supplies, so no further assistance was needed.